Manufacturer narrative:
Device was used for treatment, not diagnosis. No known patient involvement. Unknown when breakage occurred. Device is an instrument and is not implanted/explanted. Device history review was completed. Release to warehouse date: september 04, 2012 expiration date: na. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the t25 stardrive shaft screwdriver (part number 03.632.072, lot number 6968779). The subject device was returned with the complaint condition stating the distal tip was found to be chipped and missing segments of each tine. The complaint was confirmed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The calculated occurrence rates are acceptable under the system risk assessments. No definitive root cause was able to be determined; the failure mode is consistent with the application of excessive torque with the tip is not fully seated in the screw¿s drive recess. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine set inspection on an unknown date, four (4) devices were found with device malfunctions. It was noted the threading appeared damaged on the tips on three (3) holding sleeves and a stardrive screwdriver tip also appeared damaged and worn. There is no case or patient involvement. On december 1, 2016 it was determined that one (1) holding sleeve and the stardrive screwdriver were found to be broken and each missing fragments. Reportability was changed from non-reportable to reportable. (B)(4).